Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump¿s touchscreen cracked after the device fell from a pocket, and touch responsiveness progressively degraded until inputs were not registering; the device was synced prior to shutdown, remained usable for a period, and will be returned, and the device is no longer watertight and requires replacement. Symptoms included no injury. Outcomes included continued cgm monitoring via dexcom app or receiver and a plan to replace the device with return of the damaged unit. Investigation included review of the reported event details and device condition as described by the user. Investigation of this case revealed physical damage to the touchscreen consistent with accidental drop, resulting in loss of touch functionality and loss of water ingress protection. It was concluded that the event resulted from external physical damage and that device replacement is warranted, with therapy data not transferred and a standard startup process required on the replacement device. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.